Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported a rash on skin near the electrodes. The rash was described as rough but not broken. There is no alleged device malfunction. The patient's doctor advised him to continue applying unscented lotion. There is no indication of serious injury. Follow-up indicated that the rash was the same.